Event description:
Reportedly, a senior cardiac physiologist contacted the country contact about post-mortem explantation on a symphony dr 2550. The center requests the analysis of the device to know if there is any evidence of atrial or ventricular arrhythmia stored in aida. It has been mentioned that the device polarity switched from bipolar to unipolar and vvi safety pacing 70bpm 5v@1ms.

Manufacturer narrative:
The subject device has been explanted on (B)(6) 2024. The date the patient passed away is unknown. Upon reception at microport investigation center on (B)(6) 2024, the subject device was interrogated and the retrieved data showed that the subject device had already switched to recommended replacement time (rrt). Once symphony device has switched to rrt, the aida memory is no more available and if the device had recorded arrhythmia before rrt, they cannot be displayed after rrt is reached. The device was implanted on (B)(6) 2007. It has been implanted for more than 17 years. Reportedly, on (B)(6) 2024, the subject device had been interrogated and found in vvi mode, 70 bpm. This corresponds to the parameters after the rrt is reached. On (B)(6) 2024, the device had been implanted for more than 17 years. The fact that the subject device had reached rrt on (B)(6) 2024 is normal behavior. The data from (B)(6) 2024 were not provided. When rrt is reached, the battery impedance increases quickly, and the battery curve profile goes to vertical. This functions as per specification. The subject device was received at microport investigation center on (B)(6) 2024: - pacing and sensing were functioning well. - the lead connections to the subject device were good. No pacing capture failure is suspected. The longevity of the device was superior to the longevity provided in the instructions for use. The device switched to rrt following its specifications. No arrhythmia data are available in the returned device since it has already reached to rrt (arrhythmia data are disabled at rrt) no recorded data before device explantation were provided. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, a senior cardiac physiologist contacted the country contact about post-mortem explantation on a symphony dr 2550. The center requests the analysis of the device to know if there is any evidence of atrial or ventricular arrhythmia stored in aida. It has been mentioned that the device polarity switched from bipolar to unipolar and vvi safety pacing 70bpm 5v@1ms.